Event description:
Senseonics was made aware of an incident where the patient developed infection at insertion site. The patient reported that the insertion site did not heal properly and after two months, the insertion site was inflamed and site opened. The sensor was visible. The patient visited hcp who decided to remove the sensor.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient had a sensor inserted on (B)(6) 2018, as per the information received the insertion procedure was successful although the patient may have developed a hematoma at the site. The patient had reported that the insertion site did not heal properly and was inflamed. The patient reported went to another unknown clinic to have the sensor removed. Several attempts have been made to obtain further information from both the patient and from the implanting physician without success.